Event description:
(B)(4). By (B)(6) of that year that I was implanted with essure - of 2011 I had started getting really bad headaches, I had started having right side pain, was sent for ultrasounds, colonoscopy, cat scan, I have had bladder issues, changes in my menstrual cycle, auto immune issues, back issues, mental issues.